Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and station shown as device was not detected on bus. A field service engineer reseated the row board connection at the 392 board. Logged into the hardware test application and performed the final test on the main half-height and drawer 1.1. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer also attempted additional troubleshooting, including unplugging the station for 2 to 5 minutes and reconnecting the power cord, but the drawer still failed to recover. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.